Event description:
Patient was injecting the left side of the neck, during the epidermal inclusion cyst excision, using needle. When retracting, the syringe, the needle became detached from the needle hub and was no longer attached to cap. Instead it remained in injection site with no way of retrieving. Patient saw a plastic surgeon, who was unable to remove the needle. Patient is scheduled for a second visit with a plastic surgeon. No further information has been provided.

Manufacturer narrative:
The manufacturer invesvestigation report attached is on retained samples only. Customer did not return the sample(s) for investigation.

Event description:
Patient was injecting the left side of the neck, during the epidermal inclusion cyst excision, using needle. When retracting, the syringe, the needle became detached from the needle hub and was no longer attached to cap. Instead it remained in injection site with no way of retrieving. Patient saw a plastic surgeon, who was unable to remove the needle. Patient is scheduled for a second visit with a plastic surgeon. No further information has been provided.